Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and penumbra system jet 7 reperfusion catheter (jet7). During the procedure, while attempting to obtain initial distal neuro access, the physician experienced resistance advancing the 3maxc through the jet7 and, therefore, the 3maxc was removed. The procedure was completed using a new 3maxc and the same jet7. There was any adverse effect to the patient.